Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of medication for non-malignant pain/failed back surgery syndrome. Upon refill, the hcp noted the pump was full of medication. The hcp performed fluoroscopy and found the pump rotor was stopped. The pump was explanted in 1999 and returned to the MFR for analysis.